Event description:
The reported stated that the pump finished the 96 hour infusion early. The patient had four catheters placed and the 96-hour infusion should have ended at 5pm-6pm. However, one pump completed the 18ml infusion at -1pm and alerted. This was ahead of the other three pumps. All four pumps indicated identical settings and rates. There was no patient injury or treatment reported with this event.